Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis, ketones and high blood glucose over 600mg/dl. The caller experienced frequent urination, nausea, and heart racing. Troubleshooting was performed. The customer stated that she changed the infusion set and she kept getting no delivery alarms and poor absorption. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found no delivery alarms. Assisted the customer to run a manual prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.